Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2021, during a procedure it was noticed that the poly screw driver tip was broken as they went to use it. As the surgeon was final tightening, the final tightener x25 driver stripped. There was no surgical delay. There were no fragments generated. There were no patient consequences. The procedure outcome is unknown. This report is for one (1) viper system poly screwdriver shaft, cann. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3; h6:investigation summary investigation flow- damage . Visual inspection: the complaint device poly screw driver shaft (part no-286720000, lot no- ui257649) was returned to cq west chester for investigation. During visual inspection, a portion of the driver tip was broken. Also, the device had marks consistent with regular usage and the threaded portion of the driver was stripped. No other issues were identified. Device/defect was identified. Document /specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: complaint confirmed: yes, the complaint condition can be confirmed based on the findings during investigation. Conclusion: the returned polyscrew driver was damaged and exhibit signs of wear consistent with usage. Hence, the complaint will be confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A review of the receiving inspection (ri) for poly scw driver shft, cannultd was conducted identifying that lot number ui257649 was released in a single batch. Batch1: lot qty of (B)(4) units were released on feb 14, 2017 with no discrepancies. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.